Event description:
The consumer reported that after they tested with the binaxnow covid-19 antigen self-test, their two year-old child ate the tip of the used nasal swab which contained reagent from the test kit. The consumer indicated that their child was not showing any effects from eating the used nasal swab. No additional information was reported.

Manufacturer narrative:
Investigation summary: the customer reported that after performing the binaxnow covid-19 antigen self test, their child ate the swab tip that was already mixed with the reagent solution. The customer wanted to know if there are any harmful chemicals in the reagent and the swab. The customer reported their child is currently okay and did not require any medical treatment. The customer reported their child has no irritation or any discomfort. Technical services advised the customer that the reagent solution contains sodium azide. Technical services advised the customer that the affected area needs to be rinsed with clean water, and to contact their healthcare provider if any irritation/discomfort persists. Technical services provided the safety data sheet for the reagent and the safety data sheets for the swabs to the customer. The product will continue to be monitored and tracked.